Event description:
Customer reported receiving four no delivery alarms. He stated that he changed the infusion set and had high blood glucose readings since then, over 300 or 400 mg/dl. Customer stated that he always primes the insulin pump and makes sure drops come out before he inserts in his body. Customer was treating with manual injection. Customer also reported receiving four motor error alarms. After this he changed the infusion set and reservoirs. After the first motor error alarm, customer received two no delivery alarms. He stated that the blood glucose readings remained high after chaning the infusion sets and reservoirs. The blood glucose reading was 438 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump and was treating himself with manual injections. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.